Manufacturer narrative:
Table was raised and lowered by biomed to look for leaks after being removed from the room. Additionally, the table was examined by a berchtold field service tech. A visual examination as well as performance test and error codes checked was performed. The tech was unable to identify any issues from the tests performed. The table was removed from service and a loaner table was provided to the account.

Event description:
It was reported that during a procedure the table allegedly dropped hard and instantaneously about six inches. There was nothing around or on the table except for the (B)(6) pt. The last reported adjustment was 5-10 minutes prior to the alleged event. There was no report of a hydraulic leak. After alleged event, table was used to complete the procedure without using any further movements. There was no report of an injury to the pt or a delay in the procedure.